Event description:
Complaint handling unit received a user facility medwatch numbered # (B)(4) by standard mail on (B)(4) 2013 reporting the following event: patient was implanted/treated on unknown date in (B)(6) 2012 for open reduction internal fixation left comminuted femoral neck fracture. On an unknown date in (B)(6) 2013 ,it was determined by x-ray interpretation that a lag screw was broken. The date of event was reported as (B)(6) 2013. The patient outcome following the explant procedure was not provided; it is not known if the patient was revised to other fixation. No additional details were provided. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Implant date - an unknown day in (B)(6) 2012. Explant date - an unknown day in (B)(6) 2012. User facility report # (B)(4). Date received by manufacturer (B)(4) 2013. Investigation could not be completed and no conclusion could be drawn as no device was returned and no part lot number was provided. Placeholder.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Date product received (B)(4) 2013. Date received by manufacturer (B)(4) 2013. The subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Date received by manufacturer 1/6/2014. A manufacture evaluation was completed. Two screw pieces were received with this complaint; a threaded portion and a head/shaft portion. The threads have been broken off of the shaft leaving only a single thread on the shaft portion. The drive is in relatively good condition, as is the head with no discernable marks/damage. The shaft is in good condition except that it is slightly bent approx. 58mm from the top of the head. The threaded portion has sustained some minor damage it the area of the break, primarily in the form of compression/impact damage to the major diameter. The remainder of the threads are in good condition as are the flutes. The (approx. Calculated total) length of the two parts is 100mm. It concluded: the dimensions that could be measured are within specification. Due to the type and extent of the damaged incurred, a finite evaluation is not possible.

Manufacturer narrative:
The device is used for treatment, not diagnosis. A product development evaluation was completed. It reported: the 6.5mm cannulated screw (part# 208.442, lot# unknown) was returned with a complaint category of broke post operative (1 piece). The 6.5 mm cannulated screw is intended for fracture fixation of large bones and large bone fragments. The returned 6.5mm cannulated screw (part# 208.442, lot# unknown) was clearly broken into two pieces. A review of the most current revision of the document drawing was completed. The material and design are adequate for its intended use. A review of the complaint revealed that it is unclear when or how the product broke. More specifically, it is unknown if the patient had restrictions and was compliant, how many cannulated screws were used, and if there was a delayed union or non-union and if increased loading occurred. Per the trauma catalogue general warnings, if healing is delayed, or does not occur, the implant could eventually break due to metal fatigue. Loads produced by weight bearing and activity levels will dictate the longevity of the implant. The patient should understand stress on an implant can involve more than weight bearing. In absence of solid bony union, the weight of the limb alone, muscular forces associated with moving a limb, or repeated stresses of apparent relative small magnitudes, can result in failure of the implant. It concluded: it is unclear how the breakage happened